Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. During the device change-out procedure, an insulation break was noted on the ra lead. A repair kit was used to fix the insulation. There were no adverse health consequences, the patient was stable.